Event description:
Resident found with trach in hand, expired. Trach cuff still inflated. Alarm on ventilator did not sound. (Inner cannula still attached to ballard). Respirator sent to biomed. Respironics aware and met with facility to discuss.